Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (adjust belt messages) has been confirmed. Upon investigation, connector j703 had a bent pin and a trace on the distribution node pca was damaged. The belt was still able to pass testing. The root cause for the damaged connector and damaged pca could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages.